Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Reportedly, the cartridge was filled with 100 units of insulin. The contact loaded a new cartridge successfully with 120 units of room temperature insulin. There was no reported impact to the customer's blood glucose level.